Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The cvc line was leaking, while the patient was on inotropic support. No part of the device remained inside the patient. The patient did require an additional procedure due to this occurrence - replacement of the central venous catheter.no other adverse effects to the patient were reported due to this occurrence.